Event description:
It was reported that pump displayed malfunction message in tandem source, and caller was informed this indicated pump malfunction, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed malfunction code was resettable, provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction message appeared again, which caller acknowledged and understood.